Event description:
It was reported that the patient underwent cardiac surgery for multiple valve replacement and a tricuspid valve ring implant. Both the atrial and ventricular leads became entrapped between the ring and the valve annulus and were partially dislodged. The ventricular sensing became diminished and the pacing thresholds became high. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).